Event description:
Updated: concomitant devices reported: unknown drill guide (part# unknown, lot# unknown, quantity 1), unknown hand piece for battery powered driver (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. B5 concomitant updated. D11 added concomitant. H11 corrected data. D11 added devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) of left 5th metacarpal procedure on (B)(6) 2019 a 1.0mm drill bit broke off into the patient due to force put on it by the drill used (very big drill). There were fragments generated. Surgeon tried to retrieve fragment by taking x-ray, but couldn't remove it so he opted to leave it in. The fragment was left in 5th metacarpal in the hand. It was far enough away from the joint. Surgeon was not concerned with the fragment remaining in the patient. Surgery was completed by switching to a smaller pen drive drill. There was a four (4) minutes surgical delay to set up a new drill. Surgeon had to use a 1.1mm drill instead as there were no 1.0mm drills left. Procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: unknown drill guide (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.0mm drill bit/mqc for threaded hole/61mm. This is report 1 of 1 for complaint (B)(4).